Event description:
According to the distributor's report, the patient was seen for a laceration. During application, the patient's eye was glued shut. The patient's parents consulted an eye doctor to determine how to remove the device from the eyelashes and eyelids. The mother reported that four days after application the eye opened. There were no eye problems related to the unintended bonding, and the device only contacted the eyelids and eyelashes.